Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device generated an e5 error code was not confirmed. However, the condition that the motor runs when in the locked position (powerbroken) was confirmed. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. It was further determined that the assignable root cause of this condition was due user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a training course at a cadaver lab, it was observed that the motor device was displaying an e5 error code and the motor was running when in the locked position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.